Event description:
A malfunction was reported with the pump, identified with code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it to tandem using a pre-paid label. A replacement pump was arranged, and the customer agreed to the instructions provided.